Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to errors c-00 and c-33. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained.

Event description:
It was reported that during a da vinci-assisted surgical procedure, an error code appeared during a procedure and the procedure continued to completion. It was later noted that device logs showed no faults. Troubleshooting then involved checking the system onsite, where an error code was observed during startup even though the system still operated, and another startup error code appeared intermittently. The troubleshooting concluded with the energy unit being replaced. The procedure was completed with no reported injury. No known impact or patient consequence was reported.